Event description:
It was reported that the health care professional (hcp) requested recommendations for a patient with this right ventricular (rv) lead, the device reached elective replacement indicator (eri) battery status with high out of range shock lead impedance measurements. Technical services (ts) reviewed the shock lead impedance history and provided a summary of recommendations. Follow-up information indicated that pulse generator replacement was subsequently scheduled. No adverse patient effects were reported. This rv lead remains in service.